Event description:
The customer reported that the screws are coming out of the main part of the transformer causing the unit to open and wires to show.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer, she indicated when she opened the pump for the first time she found the transformer in the condition reported and she had only had the pump for a few weeks. She indicated that the housing corners were cracked where the screws hold it together so it was coming apart and exposing inner electronics which is a safety risk. The customer indicated that she did not witness any sparking, fire or flame, and no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition, production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time.